Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited crosstalk and noise over-sensing which resulted in an inappropriate auto mode switch (ams). No intervention was made. The patient was stable.